Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through a device correction. A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. This facility was included in the distribution list of the field safety notice in (B)(6) distributed in september 2009. The spring arm was last verified during preventive maintenance by maquet in august 2015 and no failures were found. (B)(4).

Event description:
The customer reported to maquet that the cupola came loose from the spring arm during a surgical case. The nurse caught the cupola in her hands, and no injuries were reported. (B)(4).